Event description:
Home patient (hp) contacted baxter's technical service center (tsc) with an inquiry regarding home patient's ultrafiltration. Hp utilizes a homechoice machine and homechoice sets for home patient's automated peritoneal dialysis treatments. When hp was speaking with the tsc home patient mentioned that home patient regularly reuses home patient's supplies. Tsc advised hp against reusing supplies and informed home patient that they are only meant for single use. Rn will review proper procedures with hp. No patient injury or medical intervention was reported at the time of the initial report.